Manufacturer narrative:
The sheath and dilator were returned to the manufacturing facility for evaluation. The sheath was inspected and revealed no visual anomalies. The sheath was leak tested without stressing the valve and a leak was observed. The valve was removed and inspected more closely under magnification and revealed to have an off-center anomaly. An evaluation of the retention samples from the reported product code/lot# combination and the surrounding lots manufactured was conducted. There were no visual anomalies noted during the visual evaluation. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The same user facility reported similar events for other devices with the same product code/lot# combination, see MDR's 1118880-2016-00153 and 1118880-2016-00154. The investigation results verified that the retention samples were normal product. The returned sample failed the leak test which confirms the reported complaint. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage on the involved device. Follow up communication with the user facility confirmed the following information: the sheath is leaking around the cross cut valve while having a peripheral balloon in; blood loss was less than 250ml; the procedure was completed successfully; and the patient is doing well.